Manufacturer narrative:
H10: one actual sample was received for evaluation. The transfer set was returned with the female connector connected to a white patient connector. Visual and microscopic inspection revealed that the female connector was separated from the light blue main body. There was evidence of solvent present on the female connector and on the inside of the barrel of the light blue main body. In addition, there were puncture marks on the silicone tubing. Clear passage testing was performed with no issues noted. Leak testing revealed a leak at the puncture markings on the silicone tubing. During functional testing, the female connector was hand removed from the white connector with no issues observed. The reported issue of a separation of the female connector from the main body of the transfer set was verified. The cause of the condition was determined to be inadequate solvent applied to the main body during manufacturing. A nonconformance has been opened to address this issue. The reported issue of difficulty disconnecting the transfer set from the cassette was not verified as the female connector of the transfer set was removed from the white connector with no issues observed. The cause of the puncture markings in the silicone tubing was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was difficulty disconnecting the female connector of a minicap transfer set from the patient line of a homechoice cassette. This resulted in a separation of the female connector from the main body of the transfer set; further described as "tip being left inside the patient line when attempting to remove it, the blue tip comes undone". This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.